Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they had just put new batteries in their patient programmer (pp) but couldn't get it to move from the poor communication screen. The patient could not feel stimulation and had been constipated for a couple days. The patient stated that they had a bowel movement on the day of report but it was hard and they hadn't had one since about 2 days before report. The patient was assisted in getting past the poor communication screen and noted they were on program 3 at 4.9 v with stimulation turned off. The patient tried to turn the implantable neurostimulator (ins) on but couldn't and noted that it went back to the poor communication screen. The patient was directed to try without the antenna but they noted that the pp kept showing the sync screen and then the screen went blank. The patient stated that there was one beep intermittently coming from the pp. There was nothing on the screen but the screen light was blinking. It was clarified that the patient meant that the screen was flashing. The patient noted that none of the buttons brought anything up on the screen. The patient took the batteries out to check that they were the right kind and noted that they were (B)(6) alkaline batteries that were just changed the on the morning of repot. The patient stated that the compartment looked fine and put the batteries back in; still nothing came on the screen. The patient noted that they had used it before to turn up and down stimulation and had never had this issue before. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.